Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the device did not work and she had it scheduled to be removed the day of this report. The patient was requesting a manufacturer's representative (rep) be paged. Additional information received from the healthcare provider (hcp) reported that the patient was having the system removed due to a need for an unrelated MRI. The patient programmer (pp) was not communicating with or without the antenna. It was mentioned again that the patient was alleging that it had not worked for 3 years. Additional information received from the consumer reported that the implantable neurostimulator (ins) stopped working about a year after implant. The patient's managing doctor had retired and it appeared as if the patient stopped using the system altogether. A recent back injury had led to the need for the MRI and the hcp removing the system wanted to make sure the ins was off. The patient had been trying to turn the ins off but was unsuccessful as she was getting what was assumed to be the poor communication screen as the ins was likely already at end of service (eos). The consumer wanted a rep to come confirm the ins was at eos. Relevant medical history including interstimulation-other. Follow-up was performed to obtain clarification about the device not working and to determine if the patient had been able to confirm that the device was off.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the device had not worked since 2011. The battery would not stay charged in order for the system to work efficiently. It was confirmed that the device was off prior to explant as it had not been on since about 2011.